Event description:
A poly swap and bone graft was performed on the left knee for unknown reasons. The sales rep was not present for the 1st revision and was made aware of it via review of an operative report. No other information will be made available to the sales rep from the hospital.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown insert . Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.